Manufacturer narrative:
(B)(4). The customer provided physio-control with the electronic patient record for review. Upon review of the electronic patient record, physio observed that the patient¿s ECG rhythm and impedance data indicated that there was intermittent contact of the therapy electrodes to the patient for the first 4 minutes 15 seconds of device use. Afterwards, the therapy electrode connection to the patient became stable and continued with no issues until the end of the record. There was no motion artifact in the ECG trace observed and the patient's ECG rhythm was asystole. The device analyzed the patient¿s ECG rhythm and provided multiple no shock advised decisions throughout the event. Physio-control performed a clinical review of the reported event and concluded that the device use did not contribute to the patient¿s outcome because the patient¿s ECG rhythm was asystole. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event their device intermittently prompted the device user to ¿connect electrodes.¿ as a result, defibrillation may have been delayed, or prevented, had it been necessary. The patient, a (B)(6) year-old male, did not survive the event. The customer advised that they were not sure if the patient was already deceased when the AED was connected.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during an event their device intermittently prompted the device user to ¿connect electrodes.¿ as a result, defibrillation may have been delayed, or prevented, had it been necessary. The patient, a 44 year-old male, did not survive the event. The customer advised that they were not sure if the patient was already deceased when the AED was connected.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. A new charge-pak and set of defibrillation electrodes were installed and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event their device intermittently prompted the device user to ¿connect electrodes.¿ as a result, defibrillation may have been delayed, or prevented, had it been necessary. The patient, a (B)(6) year-old male, did not survive the event. The customer advised that they were not sure if the patient was already deceased when the AED was connected.